Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: the 37761 desktop charger, serial # (B)(6), was returned for product analysis. Analysis revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said about a month ago they started to have some trouble charging the recharger from the desktop charger (dtc) and then a couple days ago noticed the connector pin had broken off. Pt said they tried to glue the pin back on. An email was sent to repair to replace the desktop charger. It was also reported that the pt stated their patient programmer (pp) and their recharger (insr) won't connect to the ins to charge or control the ins. Pt reported seeing poor communication on the pp. During the call pt tried to start charging and reported reposition antenna screen. Pt then tried the pp and reported poor communication. Pss asked, pt said they last time they charged the ins was "about a week ago" because they were having trouble charging the insr before that. However, when pss called pt back to ask for event date, pt said roughly 2 weeks to a month ago, and said they didn't realize it wasn't working until the implant was dead. The issue was not resolved. As pt was not able to connect with either device, the patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. The patient responded and said that the charger cord was broken and the metal pieces came out. The patient called the manufacturer representative (rep) and was sent another desktop charger (dtc) but was still unable to charge. The patient called the rep a few more times and the rep walked them through a couple more things and it still didn't work. The rep told them to hold the buttons down at the same time and a timer appeared. The patient was able to charge their device once the hour clock was done. The patient stated that the device seems to be working.